Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received with battery voltage above eri level. Device image indicated low voltage in december 2025, and this is consistent with exposure cold temperature. Voltage recovered to beginning-of-life (bol) level in the following month. Electrical and mechanical analysis performed indicated normal functionality, and voltage was still with normal range of operation. Longevity assessment was performed and the device was in normal range of operation with appropriate remaining longevity. DHR review was performed and the device passes all tests prior to its distribution. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that at implant, the pacemaker used, exhibited a lower-than-expected battery voltage level. A new device was used. No patient consequences were reported.